Manufacturer narrative:
A review of the device data did not identify any recorded episodes in the past seventy-two hours and no out of range measurements observed. No additional adverse events have been reported and efforts to obtain additional product issue details have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with shortness of breath and reported having syncopal events. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient presented to the emergency room a second time room after experiencing a syncopal event and tremors. A review of the device data identified this patient has a lot of ventricular tachycardia (vt) episodes. A boston scientific technical services consultant discussed the observations with the caller and stated the presenting electrograms show the device is operating as programmed. The information was provided to the local boston scientific sales representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.